Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height enhanced drawer 4.1 had multiple cubies fail during recovery attempts. The field service engineer (fse) performed an inspection and identified that multiple cubies showed a device not detected on the bus condition, likely due to a loose row board controller cable. The fse reseated the row board cables for drawers 4.1 and 4.2, after which all components were tested and confirmed to be functioning normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.2 experienced multiple cubie failures and displayed a status indicating that the device was not detected on the bus the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.